Manufacturer narrative:
(B)(4).

Event description:
A transmitter has been returned for evaluation, however it is unknown if this is the complaint device. The device was visually inspected and no defect was found. Functional testing was performed failed. A voltage test was performed and no defects were found. A pairing test was performed with a known good transmitter and failed. A review of the downloaded data confirmed the reported event of abnormal transmitter behavior. A root cause could not be determined.

Manufacturer narrative:
(B)(4). A transmitter has been returned for evaluation, however it is unknown if this is the complaint device. The device was visually inspected and no defect was found. Functional testing was performed failed. A voltage test was performed and no defects were found. A pairing test was performed with a known good transmitter and failed. A review of the downloaded data confirmed the reported event of abnormal transmitter behavior. A root cause could not be determined.

Event description:
A transmitter (lot# 5216448, (B)(4)) device was returned for evaluation, however it is unknown if this is the complaint device. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it failed. Functional testing was performed and the test failed. Share data was provided for evaluation and it failed. The reported event of abnormal transmitter behavior was undetermined. The root could not be determined post investigation.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced abnormal transmitter behavior. Patient stated transmitter became very warm. No additional patient or event information is available.